Manufacturer narrative:
Follow-up # 1 correction.supplemental sent to correct information previously sent. Alert date should have stated 7/14/2015. The lay user/patients test strips has been returned on 6/29/2015.

Manufacturer narrative:
Follow-up # 3 device evaluation. The lay user/patients test strips have been returned and further evaluated by lifescan product analysis with the following findings: analysis was not possible for the test strips involved with this complaint due to the patient returning an empty vial. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed. Follow-up # 2 correction supplemental sent to correct information previously sent. The lay user/patients meter had been returned on 7/2/2014, not the test strips as documented.

Event description:
On (B)(6) 2015, the lay user/patient contacted lifescan alleging that her onetouch ultra2 meter was reading inaccurately high compared to her feelings and/or normal results. The complaint was classified based on the customer service representative (csr) documentation. The patient stated that the alleged inaccuracy issue began on an unspecified date approximately 2 weeks ago when readings between 136mg/dl and 260mg/dl were obtained using the subject meter, which the patient felt were elevated compared to her feelings and/or normal readings. The patient manages her diabetes with insulin and self-adjusts the dose, and reportedly decreased her food/drink consumption in response to the alleged issue. The patient denied experiencing any symptoms in response to the reported issue, but was reportedly treated in the emergency room (ER) by an hcp with a glucagon injection approximately 2 weeks ago (exact date not known). The patient stated her blood glucose was measured using an ems meter in the ER with a result of 70mg/dl. At the time of troubleshooting, the csr noted that the correct testing procedure was being used, the meter was set to the correct unit of measure and the test strips had not expired. The csr also noted that the patient did not have control solution available. Replacement products have been sent to the patient. This complaint is being reported because the patient claims she obtained an inaccurate high reading on the subject meter, took action based on the alleged result, and subsequently received hcp treatment for an acute blood glucose excursion after the alleged meter issue began.

Manufacturer narrative:
Follow-up # 1 - device evaluation.the lay user/patients meter have been returned and evaluated by lifescan product analysis with the following findings:the meter passed all testing with no faults found. The reported issue could not be reproduced. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.